Event description:
It was observed that during the device evaluation, the subject device exhibited no image. There was no patient involvement.

Manufacturer narrative:
The complaint was reported because can't see any images. The product was returned to olympus. The device has no image as plug unit defective. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.